Manufacturer narrative:
Result: printed circuit board.

Event description:
It was reported by service report that the scale system was not working. The customer could not determine whether there was pt involvement or adverse consequences occurred.